Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Access was obtained via femoral artery. The 99% stenosed target lesion being treated was located in the moderately tortuous and severely calcified distal right coronary artery (rca). An 15mm x 2.25mm emerge balloon catheter was advanced to the distal rca. Upon first inflation at 6 atmospheres, there were no issues noted. However, as the balloon was inflated at 6 atmospheres for the second time, the balloon ruptured. The device was intact when removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
The device was returned for analysis. The emerge catheter was received inside a carrier tube (hoop). There was blood and contrast in the balloon and inflation lumen. The inner shaft was kinked 4mm from the distal edge of the proximal markerband. Magnified inspection revealed a longitudinal tear in the balloon wall from the proximal to distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Access was obtained via femoral artery. The 99% stenosed target lesion being treated was located in the moderately tortuous and severely calcified distal right coronary artery (rca). An 15mm x 2.25mm emerge balloon catheter was advanced to the distal rca. Upon first inflation at 6 atmospheres, there were no issues noted. However, as the balloon was inflated at 6 atmospheres for the second time, the balloon ruptured. The device was intact when removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).